Manufacturer narrative:
(B)(4). Concomitant medical devices: 31-301301 ¿ arcos cone ¿ 446954; 11-300915 ¿arcos distal stem ¿ 145630. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip procedure, the torque limiting driver tip snapped off and got stuck inside the locking mechanism of the cone body trial while trialing the cone with the distal stem. The trial cone was unable to be removed from the distal implant so it was wasted and a different sized implant and non-torque limiting driver were used to complete the surgery. There was no reported harm or injury to the patient.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was returned and evaluated against the reported event. Upon visual inspection the returned driver has circular wear on the shaft and fractured at the tip. The device was sent for sem. Sem concluded the driver tip fractured angularly to the long axis. Fracture surface artifacts suggest a torsional overload fracture. Xrf analysis found the hex drive material to be consistent with 430/440 stainless steel alloy. The device was manufactured in may 2017 and has a potential field age of approximately 3 years. DHR was reviewed and no discrepancies were found. Sem analysis suggests torsional overload as a contributing factor to the reported event, however a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.